Manufacturer narrative:
A review of the architect c4000 instrument logs found that the sample probe was generating error code 3375 "unable to process test, aspiration error occurred." An abbott field service engineer (fse) visited the customer site to inspect the analyzer. The fse replaced the sample probe. Additional troubleshooting was performed by the fse during a week timeframe to include performing daily maintenance which generated error code 9468 "unable to execute cli command, sample pipettor movement restricted." The fse questioned the configuration for the whole blood option and discovered that the incorrect sample probe (ln 01g48-03) was installed instead of ln 01g48-04 during the recent service visit. Also, the fse noticed a strong smell and contacted millipore water system to have them decontaminate the water system. After the millipore water system was decontaminated, the fse completed the internal decontamination procedure, performed the water flush 25 times, changed the water bath 25 times, and replaced the water bath filter. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and architect c4000 system service and support manual contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is evidence to reasonably suggest a product malfunction occurred. However, no systemic issue or product deficiency was identified. This issue was previously submitted under MFR report # 1628664-2017-00027. The suspect medical device changed from the architect clin chem calcium assay, list# 03l79-21 to the architect c4000 analyzer, list# 02p24-01.

Event description:
The customer reports that patient results generated for the architect clin chem calcium assay are higher than expected for samples run on the architect c4000 analyzer. Values in the range of 12.4 to 14.0 mg/dl are being reported. Controls are within specifications. The customer notes that this issue began following preventive maintenance procedures on (B)(6) 2017. Sample probe aspiration errors are also occurring. The customer is requesting a service call. There is no impact to patient management reported.